Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated the skin under the sensor adhesive became red, swollen with itching. The patient contacted the dermatologist on (B)(6) 2020, who diagnosed the patient with contact dermatitis. The skin reaction slowly resolved after the sensor had been removed. No additional patient or event information is available.